Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a needle retraction failure when using a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that there was a needle retraction failure when using a bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Device/batch history record review findings: lot: 8009593; was built on afa line 7 on 14jan2018 thru 20jan2018 and packaged on line11 for the quantity of (B)(4). DHR review disclosed no indication of the defect as it was noted that there was 1 non-related (pkg.) Qn initiated during the build of this lot and no reject activity findings throughout the build that would impact upon the quality of the catheter product. Review disclosed all required challenge samples and testing was performed per specification in accordance with the setup and in-process sampling plans. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Sap (qn) database review findings: subject code was an s2 severity ranking. Review was conducted for this MDR-level a investigation; as a result of the review there was 1 non-related qn initiated during the build of this lot and no related reject activity findings relevant to the defect associated with the lot number provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used bd insyte autoguard IV catheter within an opened package from lot 8009593. The unit consisted of the needle/hub assembly which was partially retracted within the safety shield (barrel). The button was completely depressed and the spring was bound. There were traces of dried media present within the needle and barrel. Visual/microscopic examination: the spring was observed to be bound at the bottom (needle hub) within the safety shield (barrel) which prohibited a full needle retraction and detained the spring from fully releasing. The bound spring was the cause of the needle retraction failure which resulted from manufacturing. Performed functional test (needle retraction): pushed the needle to the out position and reset the activation button. Observed the spring remained bound. Depressed the activation button. The button completely depressed and the needle partially retracted. Observed the spring remained bound. It was evident that the needle retraction failure resulted from bound spring (manufacturing process related). Based on the evaluation of the used unit provided for this incident; the cause of the needle retraction failure was bound spring which is manufacturing related. The following controls are in place to prevent this type occurrence: spring check station; checks to assure a spring is present and unbound. Challenge samples; are run at the beginning of each shift. There are challenge samples in 4 nests for both; ¿no spring present¿ and ¿bound spring¿. If the probes do not detect any of the ¿no springs present¿ then the operator would be able to trouble shoot and has to be able to detect the ¿no springs present¿, to then start running product. There is also visual inspection for incorrect/missing component. In process sampling is also taken where needle retraction is tested as well as a 100% inspection for any missing components. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that there was a needle retraction failure when using a bd insyte autoguard shielded IV catheter. There was no report of exposure, injury or medical intervention.